Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the patient developed an infection. The system was explanted. No further information was reported.